Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The 8 complained articles are not produced according the specifications and drawings. The length is 2.5mm to short. At the manufacturing site a non conformance report, (B)(4) was issued. This product fault occurred trough a measurement failure. The employees at this manufacturing department got informed about this failure. Further, training got completed, so that we can be sure, to prevent our customers and ourselves in the future for such failures.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the length of the screwdriver shafts are too short. Reportedly the screwdriver shafts were approximately 3mm shorter. This report is for a quantity of eight (8) screwdriver shafts. This is 1 of 1 report for complaint #(B)(4).